Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that during implant the wire got stuck in the lead. Another lead was used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and there was blood on the distal conductor of the lead and it was obstructed, the lv2 (low voltage 2)/proximal conductor of the lead was distorted due to a stylet/guidewire. The distal conductor was distorted due to stylet/guidewire. The lv4 (low voltage 4) conductor was obstructed due to a stylet/guidewire stuck in the lumen. There was blood on the lv3 (low voltage 3) conductor and it was obstructed. The lv3 (low voltage 3) conductor was obstructed due to a stylet/guidewire stuck in the lumen. There was blood on the proximal conductor and the lv2 (low voltage 2)/proximal conductor was obstructed due to a stylet/guidewire stuck in the lumen. The distal conductor of the lead was obstructed due to a stylet/guidewire stuck in the lumen. Visual summary analysis of the lead indicated damage at implant. It is likely that the guidewire became stuck when blood ingressed into the lead lumen and dried during the attempted implant. A small segment of the guidewire remained in the lead after it was removed. This is the only portion of the guidewire that was returned. The conductors were also likely distorted during the attempted removal of the guidewire. The guidewire could only be partially inserted during the guidewire insertion test. A new guidewire was used for testing because the original guidewire was not returned.